Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. Event date: unknown. Other number¿UDI (B)(4) lot number unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Initial reporter phone number is (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and two locking end caps. The devices were initially implanted on (B)(6) 2016. The rod and two locking caps were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional information was received on jun 24, 2016. Two lot numbers for part number 04.689.199 were identified as being implanted in the patient. Qty 1 of lot number 9648567, (B)(4) and qty 6 of lot number 9732146, (B)(4). It is unknown if one or both of the reported lots and how many of the devices became detached as described in the complaint description. Date subject devices were received by synthes manufacturer. A device history record review was performed for both of the reported lots. Both lots were manufactured on sep 15, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject devices are currently in the evaluation process. This report is for an unknown quantity of locking caps, brand name--lock-cap f/uds tan, part number 04.689.199. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification of event description: device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and an unknown quantity of locking caps. The devices were initially implanted on (B)(6) 2016. The rod, locking caps and screws were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the involved parts have not been returned in the original packaging. Seven (7) universal degen screw (uds) locking caps (part: 04.689.199) have been returned together with five (5) uds body parts. The returned parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant, measurable product features met specifications with no manufacturing-related visual defects present, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Additional product investigation information: the complained items were forwarded to the responsible manufacturing site for evaluation. It was then noted that the click¿x locking cap is not intended to be used with the uds components referred to in this complaint. Therefore, the post production damage observed on the locking caps is due to the improper use of this component. No evidence of manufacturing-related non-conformances was identified. Manufacturing dates per potential lot number - lot: 9648567 was manufactured on september 15, 2015; lot: 9732146 was manufactured on november 13, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: universal degen screw (part: 04.689.730 / lot: 8110475 / quantity: 1), universal degen screw (part: 04.689.735 / lot: 8081745 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9752836 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741372 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741084 / quantity: 1), and t-pal small (part: 08.812.009s / lot: unknown / quantity: 1).

Manufacturer narrative:
An additional manufacturing evaluation was completed: the returned parts were re-inspected for the direction of the thread. The one locking cap of lot 9648567 resulted conforming for the direction of the thread. The six locking caps of lot 9732146 resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. The conclusion of the product investigation is that the returned part of lot 9648567 is conforming from a manufacturing perspective. The returned parts of lot 9732146 are not conforming from a manufacturing perspective. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the returned devices were evaluated by the manufacturer, it was noted that there was an issue with 6 of the returned locking caps. This is report 1 of 9 for (B)(4)..